Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. The keyboard and display board were removed from the device and all the segment keys on the display were re-seated. Subsequent functional testing was completed without further issue and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that the up and down arrow keys to control the patient side temperature of the heater-cooler system 3t did not affect the set temperature on the display during a procedure. There was no report of patient injury.